Event description:
I was called to or (operating room) to assist with a bed issue. When I arrived, I found the cardiac anesthesia fellow holding the operating room table remote in her hand, with her finger on the "level" button. The patient was sitting upright on the operating room table at about a 45-degree angle. Surgery had already started - the chest and sternum were wide open. Dr. Was about to cannulate the aorta when the back of the operating room table began to raise on its own. No one was touching the remote or the controls on the bed pedestal. The first thought was to unplug it while we figured out what to do. We then decided that we would plug the bed back in while someone held the "level" button on the remote. Someone else would simultaneously use the pedestal buttons to actually move the bed into a safe position. Once this was accomplished, the bed was unplugged again. At the end of the case, the bed was cleaned and moved to the hallway with a "do not use" sign awaiting biomed. A fellow rn (registered nurse) came down the hall and asked what was happening with the bed. I showed her the picture I had taken of the bed at a full 90-degree angle which it did on its own after the patient was transferred to their inpatient bed. She informed me that this same bed had been sent out for the same problem in the past.